Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by moving the tubing and resuming insulin delivery. Technical support completed a pump system check, provided a one-time pump replacement, and the customer continued to use the pump for insulin therapy.